Event description:
On (B)(6) 2011, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. Deployment of the device was successful, however the physician was unable to remove the delivery catheter from the guidewire. It was reported that the guidewire was caught on the device deployment constraining wire. The guidewire and the delivery catheter were removed together. The procedure was successfully completed without further incident, or injury to the patient. The delivery catheter is being returned to gore for analysis.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.